Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Products were visually examined. The curved device had biomaterial/oxidation on the tip. The shaft of the device is slightly bent to the right. The anchor and suture were returned with this device. A photo received by zimmer biomet japan shows biomaterial on the suture indicating its attempted use. Both devices actuated correctly when the trigger was pulled and the knobs on both instruments functioned correctly. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. The complaint file indicates it is possible the hole was too large following attempted use of the maxfire straight device; however, this cannot be confirmed. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "care is to be taken to assure adequate fixation of the meniscal tissue at the time of surgery. Failure to achieve adequate fixation through improper positioning or placement of the device can contribute to a subsequent undesirable result" this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2017-00122 / 00123).

Event description:
During a procedure, the anchor pulled out however this did not cause serious injury.